Event description:
According to the reporter, the patient underwent a unilateral coelio treatment of a hernia of the groin with prosthesis placement by video surgery on the left side on (B)(6) 2024. After the surgery, the patient was experiencing non-stop pain and on antibiotics all the time. There was muscle pain, irritable colon, tendonitis that appeared without warning, pain in the thigh, legs, and left buttock, and constant fatigue and crushing. The patient was sleeping for 10 hours a day, but it took an hour to prepare for work and for the medication to take effect. The patient had a depression.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.